Event description:
The catheter dislodged and reached to the heart. This incident occurred after 250 days after placement. The catheter was blocked twice during placement, so the guidewire was inserted. The catheter was retrieved by a snare. Only two portions of the catheter were returned.